Manufacturer narrative:
00mlx lightsource was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The xenon lightsource (00mlx) was returned for evaluation: failure analysis - evaluation could not identify any issues with the unit. The returned 00mlx light source passed testing. The issue of overheating could not be duplicated. No manufacturing, workmanship, or material deficiency has been identified. Root cause - the reported issue may be the result of an unsuitable cable or issues with the light cable. It is recommended that the user take precautions to verify that the fiber optic cable is appropriately suited for the light source. Xenon and other high illumination light sources require premium fiber optic cables in order to achieve optimal performance and prevent damage to the fibers. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when they use the lightsource cables (piling blue cables #s358pra) of a new xenon lightsource (00mlx), it immediately heats up and bubble at the illumination end. The setting was turned down to 50% and bubbling still occurred. The product was not in contact with a patient, and no injury or surgical delay occurred.